Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse reconnected all connectors on the video receiver printed circuit board. The iabp display performance was stable. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that, during patient use, the cs300 intra-aortic balloon pump (iabp) screen was flickering. The patient¿s iab was discontinued due to no longer needing support. There was no patient injury or adverse event reported.